Manufacturer narrative:
Inspected one opened/used sensor and found sensor electrode retracted and broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor cannula detached. After looking at the sensor, the customer reported the sensor cannula was intact. The customer's blood glucose was unknown at the time of incident. The device will be returned for analysis.